Event description:
The patient called for assistance in setting up his new insulin infusion device. He reported an elevated blood glucose reading of 240 mg/dl with his normal range being 100-140 mg/dl. He stated this was due to being without insulin while trying to set up his device. He said he treated his reading by giving himself an injection of 3 units of insulin. The patient was assisted in setting up the device. On follow up, the patient stated his blood glucose readings are still somewhat elevated which he believes is due to his infusion site. He stated he will change it when he gets home. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.